Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. A follow up will be submitted when additional information is available. The device moved unexpectedly while the user was getting out of f bed to use the restroom. The report stated that the brake failed to lock the wheels. The user fell to the floor and was bruised. She was taken to the hospital the next morning when she could not move. She was kept there for three days. Nothing was found to be broken. Her family plans to get her physical and occupational therapy.